Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the enteral feeding pump has a blank display. No further details were provided.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. The root cause has been identified as physical damage to the lcd and customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.